Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump, assisted the customer with the process, and confirmed that the malfunction code did not recur afterward. The customer was advised to continue using the pump and to call back if any issues reappeared, to which they agreed.